Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded an unexpected result of 0.23 ng/ml on a patient. The sample was spun down and tested with a result of 0.01 ng/ml. A comparative instrument also repeated the result of 0.01 ng/ml. Based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).